Event description:
It was reported that this right atrial lead exhibited low amplitude and undersensing. Reprograming of the device and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.